Event description:
It was reported that the white cable of the system controller powered the device, but there was no data for the cable in the log files. The system controller was exchanged.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of not being able to download a log file from the system controller was not confirmed. The heartmate 3 system controller (serial number hsc-(B)(6) was not returned for analysis. Provided information stated that the controller was able to communicate with the system monitor and provide power to the system, but the log file could not be downloaded. The system controller was exchanged and disposed of following the exchange. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller, serial number hsc-(B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook section 6- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section 4- ¿system monitor¿ and heartmate 3 patient handbook section 6- ¿caring for the equipment¿ explain how to properly insert the memory card. The IFU states ¿the data card is inserted into the slot located behind the door on the left side of the system monitor, with the white side facing the front of the system monitor. The system monitor beeps when the card is correctly inserted.¿ the patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the system controller was able to communicate with the system monitor.